Event description:
It was reported that the device aborted therapy due to ventricular fibrillation. External defibrillation was delivered. Upon interrogation of the device, an alert for possible output circuit damage was found. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Bench testing confirmed the high voltage output transistors were damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.